Event description:
It was reported that pump displayed malfunction alarm Malf 14, and caller had not experienced any notable events before alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer contacted Technical Support, received pump reset instructions, successfully reset pump, confirmed malfunction did not recur, and was advised to continue using pump and call back if alarm occurred again.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.